Event description:
Dcs coil incompatible found to be stretched and fractured.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that during treatment of an aneurysm in the mca, the clinician tried originally to advance the trufill dcs through a prowler 14 catheter, following positioning with agility gw. It was then realized that the coil was incompatible. The guidewire was removed and the agility was found to be broken. The missing length was found in the microcatheter. A prowler plus catheter was placed. The coil would not advance through the prowler plus. Clinical impression: during a coiling of a middle cerebral artery aneurysm, following positioning with an agility gw when attempting to advance a trufill dsc through a prowler 14 catheter it was realized that the coil was incompatible. When the guidewire was removed, it was found to be broken. The missing length was found in the microcatheter. The trufill dsc detachable coil IFU states that the dsc is compatible only with the rapid transit and prowler plus cordis microcatheters and says "caution: compatibility with other infusion catheters has not been established." Procedural factors may have had an impact on this event. The following analysis was performed on the returned prod: visual analysis: one dcs unit was returned for analysis. The coil is still attached to the gripper however is stretched and fractured in two selections. The coil introducer was rec'd removed from the unit. The distal end of coil is stretched to approx 40 cm. The section that is still in the gripper is stretched to about 8.5 cm from the distal end of the gripper. The clamp band is in place and properly fused. The delivery tube is kinked at 34 cm, 67 cm, 96 cm, 131 cm, and 181 cm from the distal end of the strain relief. The hub is intact. The syringe used during the procedure was not returned for analysis. Lot history record review revealed that this is the first report of this type rec'd for this sterile lot # to date. A review of mfg route sheets was performed for this prod revealed no anomalies related to the complaint. Conclusion: according to the complaint description the dcs was originally advanced with a prowler-14. The trufill dcs detachable coil IFU states that the dcs is compatible only with the rapidtransit and prowler plus cordis microcatheters and says "caution; compatibility with other infusion catheters has not been established." This is on two prods used in the same procedure and reported under mfg report#s: 1058196-2004-00118 and 1058196-2004-00046.